Event description:
Thirty-seven year old female had bilateral subcutaneous mastectomies in 1985. Had replacements in 1987 then removal of silicone implants in 1993 with placement of saline implants. She developed contractures and severe skin adherence and requested removal of implants 2/9/95. Saline implants placed in 1993 at unknown location; no identifying marks found upon removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.